Event description:
The company was made aware that electrode reinsertion was performed on pt without complication. Testing of the device revealed that the device is functioning normally.

Manufacturer narrative:
Advanced bionics considers investigation into this event as closed. The company was informed that the pt is doing well. The pt's device remains implanted. This is final report.